Event description:
Rn of home patient reported transfer set change on patient due to "black flecks" in the tubing of the set. Per rn, the set was only 2 weeks old. Per rn, patient was originally diagnosed with peritonitis in 2002 and presented at the unit with abdominal pain and cloudy effluent symptoms again 12 days later. Per the rn, the patient's wbc was elevated but culture revealed no growth. Patient's transfer set was changed and patient was treated with antibiotics (medication and dosage unknown).